Event description:
It has been reported to philips that the system failed and rebooted itself. No harm was reported to philips. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips attempted to schedule having a field service engineer (fse) inspect the system onsite, but the customer never gave approval for onsite evaluation. No further information could be obtained from the customer despite multiple attempts. The codes were updated based on the investigation outcome. H3 other text : on-site evaluation not approved; no response received for further information.